Manufacturer narrative:
Concomitant medical products: double lumen PICC; bifuse tubing set;non-bd used microclave;used bd 5ml syringe; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: infant; race: w.

Event description:
It was reported that the infant patient had a double lumen PICC line that was located in the left femoral artery. The PICC's first lumen had the following infusions; milrinone infusing at a rate of 1.8ml/hour, dopamine at a rate of 2ml/hour, versed at a rate of 0.4ml/hour, morphine at a rate of 0.5ml/hour and cis at a rate of 1.4ml/hour infusing. The second PICC line lumen had an extension tubing set attached to a heparin locked bi-fuse tubing set. This medication line was used to administer the scheduled 8:00 pm medications of lasix and phenobarbital when the filter broke.

Event description:
It was reported that the infant patient had a double lumen PICC line that was located in the left femoral artery. The PICC's first lumen had the following infusions; milrinone infusing at a rate of 1.8ml/hour, dopamine at a rate of 2ml/hour, versed at a rate of 0.4ml/hour, morphine at a rate of 0.5ml/hour and cis at a rate of 1.4ml/hour infusing. The second PICC line lumen had an extension tubing set attached to a heparin locked bi-fuse tubing set. This medication line was used to administer the scheduled 8:00 pm medications of lasix and phenobarbital when the filter broke.

Manufacturer narrative:
Patient demographic a.4 was requested, however not received. The customer¿s report that the filter broke was confirmed. During visual inspection clear liquid was observed inside the set¿s tubing and 0.2 micron gamma ped filter. During functional testing small droplet leaked from the 0.2 micron gamma ped filter¿s weld line nearest to the filter¿s inlet port, confirming the customer¿s report. Pressure testing confirmed the leak. The root cause of the weld line leak is due to a supplier manufacturing error by the supplier.